Manufacturer narrative:
The controller has been received and evaluation is still ongoing. Preliminary evaluation and testing revealed that the returned controller had no display. This finding was re-assessed per our sop requirements and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation.

Event description:
Approximately ten months post heartware lvad implantation, the reported that while attempting to adjust the viscosity on the patient's backup controller, it was noted that the lcd panel was blank and the controller could not communicate with the monitor. The patient's controller was exchanged without any reported patient injury.

Manufacturer narrative:
The controller was returned for analysis. Review of conformance material record confirmed that the product met all requirements for release. During functional testing it was observed that the led and lcd display remained blank and nothing was displayed. The controller started and ran a pump motor reliably; and sounded a persistent alarm (medium priority). Further testing revealed a failure of the user interface controller (uic) circuit.